Event description:
It was reported that during embolization procedure, there was difficulty pushing the embolization coil into the aneurysm and the coil unintentionally detached when attempted to be removed. Part of the coil was left in the blood vessel and the physician tried to remove the coil with the solitaire ab stent, but the stent could not remove the coil. The physician used this stent to press the coil against the vessel wall outside the aneurysm. There was no report of harm or injury to the patient, who was reported to be fine.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available to the manufacturer for analysis; therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.